Event description:
It was reported that during a thrombectomy and atherectomy procedure, the screw inside the system was allegedly had broken. It was further reported that the head was allegedly dissociated form the catheter during pulling back of the catheter from patient body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the screw inside the system was allegedly had broken. It was further reported that the head was allegedly dissociated form the catheter during pulling back of the catheter from patient body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was returned for evaluation. During physical investigation a catheter was received. The helix was found broken at 116 cm from the tip of the catheter right at the kink protection. Therefore, the investigation is determined to be confirmed for the reported break as helix was found to be broken. A definitive root cause could not be established based on the available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.